Event description:
It was reported that during a device changeout, the doctor noticed that the insulation was "sliding off the lead", but that the doctor may have sliced through the lead body thinking it was scar tissue. Further follow-up indicated that the doctor had planned to revise the pocket and place the device submuscular, when the doctor noticed what appeared to be an insulation break. The technical consultant stated that overlay tubing may have been what the doctor was observing. All lead measurements were within normal limits. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed.